Manufacturer narrative:
The instrument files were analyzed. The cartridge was not available for return. Siemens review of the instrument files show that there is evidence of benzalkonium interference during the suspect sample times on (B)(6) on (B)(4). Benzalkonium is a known interfering substance for the na+ sensor as listed in the rp500 operator's manual. The sample from (B)(6) did not have any evidence of benzalkonium and is much closer to the main lab result.

Event description:
The customer reported discrepant results between the rp 500 and a non siemens analyzer. There was no reported injury due to this event.